Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed; due to corrosion on plug unit, e226 (scope communication error) occurred.in addition, the following reportable malfunctions were identified during the device evaluation: no image was displayed and corrosion was noted on the scope connector.based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear and electrical problems such as open circuit, short circuit, or signal loss, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had a b30 error (scope communication error) occur during device set up, prior to use. There were no reports of patient involvement.